Manufacturer narrative:
(B)(4). G2. Foreign - poland. Review of the most recent repair record determined malfunctioning contact issue with hp, as contact is oxidized, leak present, and lid would not stay closed due to the damaged seal. Unit returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the aseptic transfer kit housing jams during work. As a result of the investigation, it appeared that the seal was damage causing a locking issue with the lid. No consequences or impact to the patient.